Manufacturer narrative:
The t:slim x2 g4 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and as a result, the touch screen became shattered and ultimately unresponsive after the pump became wet. Customer¿s blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (oled did not turn on).